Manufacturer narrative:
The technician replaced the high voltage and logic boards and the cover to repair the bed.

Event description:
Info rec'd indicates the high voltage and logic boards have fluid ingress on them due to a missing splash cover.